Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was stuck to the bevel end of a needle of a bd¿ insyte autoguard.

Manufacturer narrative:
Investigation summary; DHR - the lot number was built/packaged on afa line 11 from 15july2018 thru 16july2018. One non-related qn was initiated during the build of this lot that would not impact the outcome of the quality of the product relevant to the defect stated in the investigation. All other required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Received a 20ga iag bc unit with no packaging material. All components were present. Visual/microscopic evaluation: a black speck was observed near the tip of the catheter. Conclusion(s): the black speck on the needle tip of the unit was most likely carried on by the needle cover. A possible source of the foreign matter could be burnt eva/k-resin that builds up on the hoppers where the material is processed.

Event description:
It was reported that foreign matter was stuck to the bevel end of a needle of a bd¿ insyte autoguard.